Manufacturer narrative:
Device is a combination product.  It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis (st) occurred. The target lesion was located in the heavily calcified bifurcation of the left anterior descending (lad) artery and a diagonal branch of lad artery. A synergy drug-eluting stent was implanted to treat the target lesion. After the procedure, the patient was transferred to the recovery room; however, it was noticed that the patient was having chest pain and was brought back to the lab. It was noted that a stent thrombosis occurred in the lad. The physician then used a manual aspiration catheter to remove the clot and post-dilated the stent. No further complications were reported and the patient's status was fine.